Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric sleeve and hiatal hernia repair procedure. The stapling device was being used for the last gastric staple. After loading the reload onto the handle, the reload would not close when the handle was squeezed. The stapler was not able to fire. The surgeon was able to press the green button. In order to resolve the issue and complete the case, opened another reload. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload had a full staple complement. The reload was loaded into a pmv representative instrument for functional testing. The reload was applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.